Event description:
(B)(4) severe pain lower left abdomen. Remains constant. Summer 2016 ER visits . Bloating, excessive weight gain, teeth breaking and falling out. Chunks of hair coming out to where I had to eventually shave it off. Headaches, dizziness, autoimmune issues, muscle and nerve problems brought on for no reason. Then I mention essure and bam the look on the faces and nods of the heads. Also irregular heart beat. All since getting this (B)(6) 2015.